Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to high impedances. In turn, surgical intervention was undertaken wherein ipg and lead were explanted and replaced to address the issue. Effective therapy was restored.